Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an out of range signal on (B)(6) 2014. Dexcom has requested a data download from patient in order for dexcom to investigate data around the time of the event. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.